Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a transcatheter aortic valve replacement procedure using a 29mm sapien 3 valve via transfemoral approach, the balloon leaked. A medium inflation technique was used and they used 33ml nominal volume. As the operator was inflating the balloon on the commander system during valve deployment, it seemed that they were losing contrast from the balloon catheter proximal to the balloon shoulder (similar to an extravasation). The valve was deployed successfully, and no patient harm was noted, but when deflating the balloon and during removal, the atrion fluid was blood tinged. They thought the balloon had ruptured and upon further review outside of body, they noticed a pinhole in the balloon catheter just proximal to the balloon shoulder. It was unknown as to when this pinhole in the system happened. No air was seen, outside of the usual when de-airing the system.

Manufacturer narrative:
The commander delivery system was returned locked, no fine adjust, no flex, between default and packaging position. The loader cap was inserted through flex shaft and stylet was inserted through the delivery system. A pinhole leak was noted out of proximal inflation balloon. The returned device was visually inspected; a pin hole was observed on the proximal leg of the inflation balloon. Due to the nature of the complaint no applicable dimensional or functional testing was performed. Imagery was provided from the site and revealed tortuosity present within patient access vessels, undersized patient access vessels, minimum 6.0mm required for 16f esheath plus, calcification present within patient vessels and within patient aortic root. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. During the manufacturing process, all inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. These inspections and tests during the manufacturing process support that it is unlikely that a nonconformance contributed to the reported complaint. A lot history review was performed and revealed no other complaints relating to the complaint failure balloon leak a complaint history review on confirmed device complaints for failure balloon leak identified patient factors: calcification as a potential root cause applicable to the event. The instructions for use (IFU) for commander delivery system with s3/s3u/s3ur thv IFU, us, device preparation manual and procedural training manual were reviewed. No IFU/training deficiencies were identified. This event reports a balloon leakage during valve deployment that has not resulted in a patient harm, or a device failure to perform its function. Also, there was no evidence of product nonconformances or labeling/IFU inadequacies identified in the evaluation. Therefore, no further action is required. The complaint for failure balloon leak was confirmed based on visual inspection of returned device. However, a manufacturing nonconformance was not confirmed. A review of the DHR, lot history, manufacturing mitigation, and complaint history did not provide any indication that a manufacturing nonconformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. As description reported, while inflating the balloon on commander system during valve deployment it seemed that may have been losing contrast and upon further review outside of body, they noticed a pinhole in the balloon catheter just proximal to the balloon shoulder. As the delivery systems are 100% tested for leakage, and as this issue was undetected during preparation, it is likely that damage to the delivery system occurred during the procedure. Review of the provided 3mensio revealed significant calcification throughout the patients arterial anatomy. Calcifications along the patient anatomy can create sharp nodules which can compromise the structure of the balloon wall via mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. While physician advanced the delivery system, it is possible the balloons negatively interacted with patient calcified vessels/leaflets and may have become punctured. A definite root cause was unable to be determined at this time. However, available information suggests patient (calcification) contributed to the reported event. Since no manufacturing nonconformances or labeling and IFU and training deficiencies were identified, no product nonconformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective and preventative actions (CAPA) nor product risk assessment (pra) escalation are required.